Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced screen freezing, intermittent fingerprint failures, and blank screen requiring frequent restarts, logs indicated repeated device communication timeout errors during hardware unlock operations, suggesting instability in hardware interaction. A technical support specialist (tss) updated the lumidvcsvc (bioid service) and drivers, reinstalled the lumidigm package, verified services, and rebooted the station; however, the issue persisted. Further a field service engineer (fse) ran keyboard rescue file but could not be recovered and replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was freezing, fingerprint access was intermittently unavailable, and the screen turned blank, requiring multiple restarts. However, there were no delays or adverse events or injuries reported based on this event.